Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had been experiencing tiredness and could 'barely walk' and was 'in bed most of the time' as their implantable pulse generator (ipg) was nearing eri. The patients device was explanted and replaced and the patient reported 'feeling wonderful' as a result. No further patient complications have been reported as a result of this event.